Event description:
(B)(4). According to the info received, a user reported that catheters were causing bleeding while he was trying to insert the catheters.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be received, a f/u report will be filed.